Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving no delivery alarms on her insulin pump. The customer stated she had changed her infusion set four times and the alarms persists. Customer's blood glucose was 487 mg/dl. The customer stated the alarm was resolved by a complete infusion set change. The customer also stated the cannula was not bent. No additional information provided.